Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colorectal procedure, when the reload was loaded on the idrive, the reload was not recognized. The third indicator light did not illuminate. After several attempts, the reload was recognized. The load was then placed on tissue, and begin to move sideways on its own. After surgery, the load was checked on a demo idrive and worked properly. There was no injury for the patient, no need to extend surgery in time, no bleeding or need to re-operate. Current status of the patient is ok.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 2 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 6 autoclave cycles for the adapter. The eeprom was uploaded and indicated 6 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv endo gia 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia 60mm articulating medium/thick reload was then cycled without hesitation or binding. The adapter was disassembled and positive contact was made with the switch. The reload detect led did illuminate as expected. The adapter was reassembled and functionally tested again and displayed proper reload recognition and not observed uncontrolled articulation. Functional and visual testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Devices idrvultra2 and egiaadapt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.